Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery cap no longer was able to stay on insulin pump and also reported that display screen looked as if ink mark was coming out of it. Customer did not remember blood glucose but reported that it was between 80 mg/dl and 150 mg/dl. After troubleshooting for both issues, customer was advised that insulin pump would need to be replaced.